Manufacturer narrative:
H3: product analysis: evaluation determined that the reported malfunction of seized device was confirmed. The most likely cause of the failure was detached tube bearings. It was also noted that the leg of the attachment was slightly worn at the top and the color band and laser markings on the attachment were faded. B3: notified date was considered as the date of event, as the event date was unavailable. G3: date of analysis performed was considered as the aware date, as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device had seized. There was no patient impact in this event.